Event description:
It was reported that the implantable pulse generator (ipg) experienced a potential power on reset (por) as the serial number was listed as having all zero's. The patient had undergone surgery on their leg with cautery used during the incision and no magnet was used during surgery. The device was at elective replacement indicator (eri) also. The device remains in use, but is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.